Manufacturer narrative:
A2: 50 years. B4: 07-may-2021. D4: model #: 6 mm medium; catalog #: cdm-625, serial #: (B)(6), lot #: 1003, expiration date: 31-oct-2018. D6a: 26-mar-2014. D8: no. G1: mr. (B)(6). G3: 07-may-2021. G6: follow-up # 1. H2: additional information. H4: 08-oct-2013. H6: health effect - clinical code: 2377, 2415, 1848. Health effect - impact code: 4627. Medical device problem code: 4002. Investigation conclusions: 4315. H10: it was reported that the revision was performed due to the patient having pain, numbness, radiculopathy, and observed osteolysis. The patient had a fall and broke her collarbone 5 months prior to the revision, the surgeon suspected the devices may have come loose as a result. Both devices were explanted and were noted as not intact at the time of removal. Additional information was requested but not received. The pre-revision radiographs showed both discs to be in a hyperlordotic position with possible resorption/osteolysis around each implant. Lack of pre-op, immediate post-op, interim timepoint, or flexion/extension images hindered further interpretation. It was not possible to assess the potential role of surgical technique in the failure based on the provided information. A review of the lot history records for the device with the provided serial number did not reveal any non-conformances to specification or deviations in procedure. No devices were returned thus no device examination could be performed. However, it was noted that the devices were not intact; there was reported in vivo damage to the fiber, core and sheath and that there was additional damage to the devices due to extraction. An infection or inflammation was suspected, however, lab results indicated no growth of microorganisms after 14 days. In summary, while there appeared to be resorption/osteolysis present, the device was explanted, and that the patient fell, based on the limited information provided, it was not possible to ascertain the relationship between these factors and the explantation.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level patient was revised due to pain. Both m6-c artificial cervical discs were removed.